Manufacturer narrative:
The event was confirmed with medical records and x-rays received. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D.o.b.: unknown day in (B)(6). Concomitant medical products: catalog#: 65875305201 shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners with calcicoat ceramic coating lot#: 63193284. Catalog#: 00877503601 bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 lot#: 2872595. Catalog#: 0106010303 avenirâ®, stem, lateral, cemented, 3, taper 12/14 lot#: 2794787. Foreign report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00531.

Event description:
It was reported that the patient underwent a revision procedure approximately one year post implantation due to reoccurring psoas tendon-acetabular cup conflict. Attempts have been made and additional information on the reported event is unavailable at this time.